Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The surgeon reported a system message displayed during surgery with water noted in the fluidics module. The system could not be used anymore and surgery had to be continued manually. Additional info received from the surgeon stated the event lasted 30 minutes. The outcome of the event resolved without treatment. The surgeon stated the pt did not require intervention. The pt was having surgery to remove a cataract pucker. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).